Event description:
Customer reported 1.5/3 mm delivery system used on candela gentle yag dermatology laser failed to deliver cryo when tested on technician's arm. They indicated this also happened in the past on another site's laser.